Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a dissected thoracic aortic aneurysm using gore® tag® thoracic endoprosthesis ((B)(4)). Two gore® excluder® aaa endoprosthesis aortic extender components ((B)(4)) were implanted in the thoracic aorta to cover the re-entry tear of the dissection. Pre-operative aneurysmal diameter was 69 mm. The procedure concluded without incident. On (B)(6) 2010, the patient was discharged. On (B)(6) 2011, follow-up examination revealed the aneurysm measured 62 mm. On (B)(6) 2011, follow-up examination revealed the aneurysm measured 74 mm. It was reported that the sealing of the re-entry tear was insufficient, therefore allowing retrograde flow into the aneurysm. On (B)(6) 2011, follow-up examination revealed the aneurysm measured 62 mm. On (B)(6) 2012, follow-up examination revealed the aneurysm measured 59 mm. On (B)(6) 2013, follow-up examination revealed the aneurysm was 49 mm. The physician kept on monitoring the patient. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.